Manufacturer narrative:
Additional info: b.5. Correction: h.6.

Event description:
It was reported that pump rate accuracy was out of range. It was too little at first then recalibrated and now it is too much. There was no patient involvement. Although requested, additional information was not provided.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics were not provided.

Event description:
It was reported that pump rate accuracy was out of range. It was too little at first then recalibrated and now it is too much. Although requested, additional information was not provided.

Manufacturer narrative:
Correction: h6 device codes. Addition: a1.

Event description:
It was reported that pump rate accuracy was out of range. It was too little at first then recalibrated and now it is too much. There was no patient involvement. Although requested, additional information was not provided.